Event description:
Reportable based on analysis completed 10/25/06. It was reported that during a heart catheterization diagnostic procedure, the .035" guidewire from the 4fx11 cm super sheath device unravelled during withdrawal. The physician inserted the short sheath guidewire into the entry needle after gaining access. Then he removed the entry needle and inserted the 4f sheath into the right femoral access site. The physician subsequently pulled / removed the dilator and short sheath guidewire from the sheath and when doing so, the wire came unraveled. The guidewire was removed and replaced with another guidewire to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "okay."

Manufacturer narrative:
The complaint sample was returned and its measurements were within specification. A bend was observed at 25 mm from the distal end. Fluoroscopy showed that the safety wire was broken near its distal end. The apical portion of the safety wire remained properly welded to the weld metal zone of the guidewire tip. The broken portion of the safety wire demonstrated evidence of breaking from a pulling force. It was determined that the unravelled state described in the complaint referred to the slack in the spring coil caused by fracture of the safety wire. The root cause of the fractured safety wire was determined to be application of a pulling force to the device by the user.